Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was discolored/abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated: "during the blood collection process, the nurse found the patient's glucose blood collection tube having the appearance of a yellow coagulation material. The nurse then replaced the blood collection tube to complete the blood collection."